Event description:
"Two spring clips broke during the case inside the pt's chest. It broke into small pieces."

Manufacturer narrative:
Product has not been returned to MFR for eval. When product is returned, eval will be completed and sent to FDA.